Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive sheath and farawave catheter were selected for use. The physician inserted the farawave catheter into the faradrive sheath and the physician attempted to aspirate the faradrive sheath but was unable to aspirate the faradrive sheath. The procedure was completed successfully without patient complications. The original farawave catheter was used to complete the procedure.